Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional and a manufacturer representative regarding a patient receiving an unknown d rug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported an inflammatory mass/granuloma was diagnosed. It was unknown if the patient experienced any symptoms. The event date was unknown. The patient's weight was (B)(6). No further complications were reported/anticipated.